Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a low anterior resection on the rectum from anal verge, the device was unable to fire, had incomplete staple line distally, a new staple line below the locked reload , they were not present in the surgery, but the surgeon said that the device fired half way. They heard a crack and the reload pushed away from the handle and they could see the rod sticking out of the end of the handle, the reload came off totally. They placed a new staple line below the previous staple line and they completed the procedure. The patient was alive with no injury. No reinforcement material was used.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instruments found that the cover tube was partially disengaged from the rotation collar. During functional testing it was observed that when the instrument handle was actuated the cover tube would start to advance forward. Further evaluation of the device found that the instrument tube housing was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the damaged instrument may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.